Manufacturer narrative:
The OEM (teleflex) conducted an investigation on the reported event related to the reported event. No device was returned to the OEM, however, pictures were provided and the OEM confirmed there was a visible shaft dislocation right below the funnel. The funnel was still attached to the shaft by the coil and a small portion of the sheathing material. A DHR review showed "no failures related to the torsional failure test which is the test related to the hubs adherence to the shaft". The OEM also stated that the failure rate for this remains low. The exact cause of the reported event could not be determined. However, based on the investigation by the OEM, the OEM concluded that the reported event was not considered to be caused by a material or manufacturing condition.

Manufacturer narrative:
The referenced device was returned to the manufacturer but the evaluation is in progress. If additional information become available, this report will be supplemented accordingly. As a preventive measure to mitigate patient injury and device damage, the instruction manual provides the following warnings: do not use the product unless it is in the original, intact packaging. Inspect the device for any evidence of kinks, nicks, tears, or cracks that might have occurred in the delivery of the device to the sterile field. Do not use a damaged product. Advance the dilator/sheath assembly over the guidewire to the desired location. If resistance is encountered, stop! Do not advance against resistance. Damage to the anatomy could result.

Event description:
The manufacturer was informed that during a flexible ureteroscopy (urs) procedure using laser lithotripsy to break up a kidney stone, the introducer funnel at the proximal end of the access sheath became almost fully detached from the main body. The device was inspected and the sheath appeared normal before use. The user facility further reported that after 45 minutes, the doctor had finished treating the stone in the patient¿s kidney. The doctor then withdrew the scope from the access sheath to inject contrast and perform a retrograde urogram. The doctor inserted the introducer back into the access sheath prior to its removal but felt resistance as soon as the doctor pushed it inside the distal portion of the access sheath just past the introducer funnel. The doctor tried to pass the scope back into the access sheath to determine the problem; resistance was noted again and the image from the scope showed the mucosal surface of the urethra instead of inside of the sheath as expected. The doctor removed the scope from the access sheath and at this point noticed that the introducer funnel was damaged but still attached by a very small piece of the sheath material. The event occurred just inside the start of the patient's urethra at the tip of the penis and was not evident until the doctor had pulled the introducer funnel back slightly. The doctor was able to insert a guide wire through the funnel/access sheath and was able secure and safely removed the whole sheath out of the patient successfully. The reported issue added 10-15 minutes to the operating time. There were no device fragments that fell into patient. The patient had no obvious injury/bleeding. After completion of laser treatment, the doctor would have normally re-inserted the scope and passed a stone basket to collect any remaining larger stone fragments (if there were any). However, as the operating time was now over an hour the doctor decided to finish the procedure as the doctor prefers not to operate for much longer than an hours or so for these types of procedures, due to a possible risk of sepsis. A stent was placed with plans for further urs procedure in 4-8 weeks. There was no reported issues with the scope. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the DHR review. The OEM conducted a DHR review for the concerned lot 09m1800034. The device was manufactured in december 2018. There were no temporary change orders, no changes in the design or materials and no changes to the distribution of the materials or final product during the manufacturing of the device.